Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is using cold insulin. Clinical support informed the customer that using cold insulin if off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.